Event description:
Approximately six months later, the device was explanted for an unspecified reason. The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels. The interrogated battery status is end of life (eol). Elective replacement time (ert)and eol were declared before explant.pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker displayed right ventricular (rv) loss of capture. Loc resulted in asystole greater than two seconds. Impedance and threshold measurements were stable. The health care professional (hcp) increased the output. There was noise reported. This patient will be monitored. The device remains in service. No additional adverse patient effects were reported.